Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their insulin pump had power loss alarm and insulin pump was not responding to key pressed. The customer¿s blood glucose level was 340 mg/dl at the time of the incident. Customer stated that pressed and hold the back button to restart the pump recognized the new battery and customer got pump error post-reset ram crc alarm. Customer were able to clear the alarm and able to rewind the insulin pump. Insulin pump had multiple insulin flow block alarm. Customer declined troubleshooting for high blood glucose and insulin flow block. The insulin pump will not be returned for analysis.